Manufacturer narrative:
It was reported that patient underwent boston scientific advantage mesh placement, anterior repair and cystoscopy on (B)(6) 2013.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2005 and (B)(6) 2004 for mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal vault prolapse, pelvic pressure, urethral hypermobility, rectocele and mixed urinary incontinence.